Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the companion 2 driver exhibited diastolic waveform delay with decreased cardiac output, it continued to perform its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited diastolic waveform delay with decreased cardiac output while supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported increased systolic duration was reproduced during investigation testing, where the time in systole (pressure waveform) increased and the flow waveforms displayed a timing delay (decreased time in diastole). The root cause of the customer-reported issue was determined to be a malfunction of the left and right pilot valves, which causes a delay in the start of diastole, elongating the time in systole. Syncardia has a corrective and preventive action (CAPA) for this issue. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.